Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for generator replacement. When the device was interrogated, noise was observed on the rv lead. A recent drop in sensing was also noted. The lead was successfully capped and replaced on (B)(6) 2016. Patient was stable after the procedure.

Manufacturer narrative:
A partial lead was returned in four segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.